Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been provided to date.

Event description:
It was reported that an error code occurred. No patient injury was reported.

Manufacturer narrative:
Additional information received on 06-sep-2022 via email and attached in complaint object: there was no patient involvement and all pump errors were discovered during testing at our facility. H6: event problem and evaluation codes: updates not required. Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 2110.

Manufacturer narrative:
Corrected data: please disregard the initial report submitted with the MFR: 3012307300-2022-14913. The report was submitted in error.